Event description:
It was reported upon insertion of the cvc, the guidewire kinked while inside the patient and after several attempts the guidewire was removed. No patient harm was reported. Another device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken towards the distal end; however, the severed end was not returned for verify if the point of separation was adjacent to the distal weld. A device history record review was performed, and no relevant findings were identified. Additionally, the guide wire length could not be verified as the severed portion was not returned. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, the root cause cannot be determined without the severed portion of the guide wire also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The customer report of difficulty removing the swg resulting from a kinked swg was confirmed by visual inspection of the customer supplied photo and videos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported upon insertion of the cvc, the guidewire kinked while inside the patient and after several attempts the guidewire was removed. No patient harm was reported. Another device was used. The patient's condition is reported as fine.

Event description:
It was reported upon insertion of the cvc, the guidewire kinked while inside the patient and after several attempts the guidewire was removed. No patient harm was reported. Another device was used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).